Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported in the nicu IV , when the MRI tubing was removed upon return from the MRI, all IV connections were observed. It was noted that the tpn tubing was cracked at the connection to the manifold. New fluids were ordered. Nnp was at the bedside to examine tubing, and the tubing was not leaking at that point. Tubing was to be changed when new IV fluids arrived. There was no patient harm.